Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, first few attempts were made to deploy the bands, but could not be released. However, after subsequent release, multiple bands were released which resulted in the failure of the ligation. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, on the first few attempts the bands could not be released; however, after subsequent release, multiple bands were released which resulted in the failure of the ligation. It was reported that there was no difficulty experienced when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a150103 captures the reportable issue of bands premature deployment. Medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that one handle assembly was returned with the device and the ligator head was not returned. No damage was observed to the handle assembly itself. The trip wire was secured in the handle and the crimp was present on the trip wire. The suture was observed intact and seven knots were observed in the suture. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. In summary, no issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.